Event description:
It was reported that the pump flipped 2-3 weeks prior to the report date. The patient was receiving ¿good therapy¿ despite the flipped pump. The revision was scheduled for the week prior to this report, but the patient developed a rash, so it was postponed until the date of this report. When the pump pocket was opened, clear fluid accumulation was noted. The healthcare provider (hcp) was sending a sample of the fluid for culture. The pump hadn¿t adhered to the surrounding tissue. A new pouch was placed and tied down. Some fluid accumulation seemed to occur again during the procedure, and the cause of this was unclear. The possibility of serous fluid and cerebrospinal fluid (csf) backflow was discussed. The patient did not complain of any headaches. At the end of the surgery, the pocket was checked again and no additional fluid had accumulated. The device system was used to deliver bupivacaine and morphine. It was later reported that no pump was explanted. As of 2014-(B)(6), the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter, product ID ne u_pouch_acc, product type accessory. (B)(4).